Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, an error c-34 occurred when the surgeon activated the vio dv integrated electrosurgical generator unit (iesu) bipolar energy. Site stated that monopolar energy was normal. Site received phone assistance from intuitive surgical, inc. (Isi) technical support engineer (tse). Tse had site check energy cable, swap bipolar port and power cycle the iesu, but the issue was not resolved. Site replaced iesu with a third-party generator to continue with the procedure. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the patient had kidney cancer. A partial nephrectomy procedure was performed. The procedure was performed successfully, and the patient was recovering well.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the reported issue. The vio dv integrated electrosurgical generator unit (iesu) could not work normally and there was a large number of c-34 errors. The fse replaced the iesu to resolve this issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis (fa). Fa was able to confirm the complaint via system logs and reproduce the complaint by placing the unit was placed on an in-house system and was run in normal mode. During visual inspection, fa found the unit with no significant scratches or dents. The front bezel was in decent condition. The probable root cause is attributed to the low voltage value.